Manufacturer narrative:
Medical devices continued: 4086 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a superior vena cava (svc) impedance out of range. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.